Event description:
Additional information received indicated that there was no patient involvement.

Manufacturer narrative:
One infusion pump has been returned for evaluation. Visual inspection of the pump found it to be in good physical condition. Device was powered on and began alarming lec 1720, which is an issue with the back up capacitor. As a result, the back up capacitor was replaced. The reported customer complaint has been confirmed, and the problem source has been determined to be unknown. This investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received that a smiths medical cadd legacy infusion pump is alarming lec 1720. No adverse effects reported.